Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was available for analysis. All lots of barrigel are released by both galderma/q-med contract manufacturer) and palette life sciences (legal manufacturer). Both releases ensure that the product's predetermined specifications, as noted in the relevant palette part specifications, are met and that there are no critical deviations associated with the reviewed lots. Without the device to evaluate the probable cause could not be determined from the available information. Palette life sciences will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "I provided support for a barrigel case with a [physician], and we had concern that some of the gel may have gone into the rectal wall based on the images seen. Subsequently, the [physician] scheduled the patient for an MRI. [Physician] wants to know if the patient can go ahead and begin his radiation treatment with no further interruption, as he is doing well and has no complaints related to the barrigel procedure." Additional information received on october 07, 2025, indicated that "a decision has been made to do a reversal next week."